Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that suction was lost at 66% of treatment. The procedure was completed with a new patient interface with no harm to the patient.

Manufacturer narrative:
The logfile review for the day of treatment shows that the reported suction loss was caused by bad docking and most possibly by movement of the patient´s eye which caused the system to exceed the lower warning limit and abort the treatment. No technical failure can be identified by reviewing the logfile. No technical root cause was identified. The root cause is bad docking and movement of the patient´s eye. (B)(4).